Event description:
A home pt contacted baxter's technical service center ragarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/1 of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was connected to the pt line of the homechoice set at the time of the alarm. The home pt reported that they left the clamp open on the unused supply line during therapy. Baxter's technical service center assisted the home pt in ending therapy. The home pt's nurse reported that the home pt completed therapy by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.